Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015.

Event description:
Procedure: hysterectomy. According to the reporter: they were attempting to suture the vaginal cuff, they toggled the device with the device prior to deployment. After deploying the needle through the tissue the doctor noticed that the needle had fallen out of the device and that half the needle was missing. The surgeon xrayed for the needle. They needle was not recovered. Surgeons felt it was better to leave inside the patient. The patient had no complications.

Manufacturer narrative:
(B)(4)